Event description:
Reporter reported to smiths medical that the joint separated at the arterial end of the tubing. There was no pt injury or treatment reported for this event.

Manufacturer narrative:
The subassembly in question and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The product been received for evaluation; however, smiths has not completed its investigation. A follow up report will be filed when the investigation is completed.